Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 127 mg/dl. The customer was assisted with trouble shooting and found that moisture could have damaged the sensor while insertion or the customer incorrectly inserted the sensor. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 3 random sealed sensors and performed bicarbonate buffer test. All 3 sensors passed per specification with accurate readings. Also found all 3 sensors cannula bent. Unable to confirm if customer received sensors in said condition due to customer returning opened/used.